Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was replaced to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.